Event description:
Consumer reported complaint for missing package item. Per the customer the test strips were missing from the kit; the customer stated the kit did not seem tampered with. Customer was unable to provide the kit lot number. The customer reported "feeling awkward," and was not sure if it has to do with diabetes. Per the customer the "feeling "awkward" started prior to customer receiving the kit. Medical attention was not needed at the time of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (feeling tired and having a swollen leg) and customer contacting doctor due to symptoms. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note 1: manufacturer contacted customer in a follow-up call on 19-jan-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she still feels awkward and also feeling tired and has a swollen leg. Customer stated she has a home care nurse, and she checked her blood sugar, and it was 61 mg/dl (undisclosed whether fasting or non-fasting, undisclosed which brand meter she was using). Nurse suggested she go to the hospital, but customer declined, she did not want to go to the hospital. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she still feels awkward and also feeling tired and has a swollen leg. Customer stated her at home nurse checked her sugar again and believes customer is going septic, stated her sugar was low and then high and then low. Customer stated she called her doctor's office and rescheduled a doctor's appt from (B)(6). Note 3: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and replacement products resolved the initial concern - unable to establish contact with customer at this time.